Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the physician was having difficulty removing this guidewire. Eventually, guidewire was released. The product was never in service. No adverse patient effects reported.